Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09659. It was reported that the patient presented in clinic for a follow up. Upon interrogation, auto mode switch (ams) due to noise oversensing was observed. Multiple noise reversion episodes possibly due to reminiscent of electromagnetic interference (emi) were observed since (B)(6) 2020. P-wave amplitude decrease was observed on the right atrial lead. The patient was feeling unwell and weak. No change was made. The patient would continue to be monitored.